Event description:
The gastrointestinal videoscope was returned to the service center with an unrelated issue. However, MDR reportable failures were found during testing at the service center. During inspection of the device, it was noted that there was noisy image, missing image and an e237 scope communication error. It was also noted that the air/water tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the probable cause of the noisy image and no image was noted to be due to component failure a probable cause could not be provided for e237 scope communication error and the air/water tube with foreign objects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.